Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Patient additional reported "pain." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing shell. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening also in the same edge observed broken striated consistent in the use of some surgical tool. Thickness measurement was not performed because only the patch was returned. Based on the device analysis, the final assessment is a sharp and striated broken on posterior due to an unidentified (tear) opening and missing shell due to inconclusive.

Event description:
Patient additionally reported "pain and tenderness."

Event description:
Device has been explanted.